Event description:
It was reported that the pt was receiving morphine via her pump (concentration and dose not reported). The pt presented to the emergency room (ER) with a change in mental status. The ER hcp was unsure if any of the pt's symptoms were related to the pt's pump, but wanted someone to read it and do a dose adjustment to see if that changed the pt's condition. The emergency room hcp stated, they would contact the pt's pump hcp. The pt's daughter reported that the pt was admitted to the hospital with unspecified overdose symptoms. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.